Event description:
Stable angina and a positive stress test prompted the index procedure. One endeavor sprint rapid exchange drug-eluting stent was implanted in the proximal rca. During the index procedure, a dissection was reported to have occurred. Two endeavor sprint rapid exchange drug-eluting stents were implanted in the mid right rca; one to treat the target lesion and one to treat the complication. Investigator reported that the event was probably related to the study device and possibly related to the study procedure. The pt recovered with treatment and was discharged 2 days post index procedure. (Ref MFR # 2953200-2010-02673).

Manufacturer narrative:
(B)(4). Eval: results - dissection.

Event description:
Investigator assessed that the event was possibly related to the study device.